Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated.

Event description:
It was reported that the 9900 system locked up during a case when the c-arm was moved. No pt injury was reported.